Manufacturer narrative:
An email was sent to the journal article author, requesting the specific model and serial numbers for the boston scientific rv leads involved. Also, it was requested to know the specific patient symptoms for each lead, and the specific resolution (extraction or surgical abandonment) for each lead. The journal article author believed the specific lead information had previously been provided to the local affiliate and competent authority; however, the local affiliate did not have this information. At this time, the physician was able to provide the model and serial number for one lead. The model numbers only were provided for 10 leads, and for one lead only the brand name of endotak was able to be provided. Souissi, z., l. Guedon-moreau, et al. (2015). "Impact of remote monitoring on reducing the burden of inappropriate shocks related to implantable cardioverter-defibrillator lead fractures: insights from a french single-centre registry." Europace: epub before print.

Event description:
Boston scientific received information from a published journal article that 12 boston scientific endotak right ventricular (rv) leads were found to be fractured. The source literature reported 115 cases of rv lead fractures, where 12 of the leads were boston scientific models. No specific information regarding patient symptoms or resolution was provided in the article. In general, symptomatic patients received inappropriate shocks or experienced syncope due to the fractured lead. Asymptomatic patients had their fractures identified by changes in lead measurements, or the appearance of oversensing and non-cardiac signals (noise). In 114 of the 115 cases, the patient underwent some form of surgical intervention to resolve the lead fracture. One patient had the implantable cardioverter defibrillator (ICD) deactivated. Additional information was received that two patients were implanted with model 0161 right ventricular (rv) leads. Both patients were asymptomatic, and both leads were surgically abandoned.